Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no evidence of frequent override transactions. A technical support specialist (tss) assisted in that issue seems to be related to the strict spelling requirements of the override code provided by the user. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, unable to issue medication with the validation code provided by pharmacy. The customer reported that there was no delay but due to this malfunction they were not able to issue loeazepam tab 0.5 by override. The validation code was invalid. There were no adverse events or injuries reported based on this incident.